Manufacturer narrative:
The patient fell on his knee, dislocating the lateral insert. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
The patient fell on his knee, dislocating the lateral insert. Revision surgery is planned to exchange the poly inserts.